Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded distal of the extension tubing. Following disassembly of the connector, inspection of the distal segment revealed catheter and compression sleeve bunching within the bore. Following longitudinal bisection of the distal connector segment, bunching and compression of the catheter tubing within the compression sleeve was confirmed. The sleeve was advanced too far into the narrow region of the bore. Microscopic inspection of the interior of the distal connector segment confirmed that the catheter was bunched and compressed within the sleeve. The catheter bunching and compression sleeve over-insertion were consistent with the connector being advanced over a bunched/crooked catheter on the connector cannula. Additionally, the event description indicated that resistance was experienced during connector assembly. Pertaining to catheter/connector assembly, the product IFU states ¿the catheter should lie flat on the blunt without any kinks.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was occluded after connecting the catheter and the catheter connector. When the priming of the catheter, the catheter connecter, and the oversleeve was performed just after the kit was opened, saline solution could be infused without problems. However, when the catheter patency was confirmed after the catheter was inserted into the patient and the catheter connecter was connected to the proximal end of the catheter, the catheter could not be flushed because saline solution could not be infused into the catheter. In addition, the blood return could not be confirmed when aspirating. Since the assembly of the catheter connector and the oversleeve was difficult as it was very tight, the doctor thought that the tight assembly of the catheter connector may had affected the occlusion. There was no reported patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was occluded after connecting the catheter and the catheter connector. When the priming of the catheter, the catheter connecter, and the oversleeve was performed just after the kit was opened, saline solution could be infused without problems. However, when the catheter patency was confirmed after the catheter was inserted into the patient and the catheter connecter was connected to the proximal end of the catheter, the catheter could not be flushed because saline solution could not be infused into the catheter. In addition, the blood return could not be confirmed when aspirating. Since the assembly of the catheter connector and the oversleeve was difficult as it was very tight, the doctor thought that the tight assembly of the catheter connector may had affected the occlusion. There was no reported patient involvement.